Event description:
In 2009, the pt reported elevated blood glucose readings in the 200's mg/dl with his normal range being around 100 mg/dl. He said this morning his reading was 266 mg/dl which he treated by bolusing 6 units of insulin via his infusion device. His blood glucose during the report was 177 mg/dl. He stated he has only been on his infusion device for a few days and his basal rates are still being adjusted. To troubleshoot, the pt was instructed to disconnect from his infusion headset and perform a 3 unit bolus out of his tubing. Insulin consistently flowed from the tubing. He stated he has not seen any air bubbles and insulin has not been leaking at his site locations. The pt was advised to contact his healthcare professionals for further advice on basal rate adjustments. Further attempts to follow up with the pt were unsuccessful. No product will be returned for eval.

Manufacturer narrative:
Method/results: no product will be returned for eval.